Event description:
The customer reported that the system displayed an intermittent filament regulator error message during a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank was replaced and the filament and the hvsr circuit board were recalibrated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.